Manufacturer narrative:
Device was used for treatment, not diagnosis. This is only a part of 03.617.900 the exact part is 03.617.900.001. Device is an instrument and is not implanted/explanted. An investigation summary was performed. The investigation of the complaint articles has shown that the tip at the cardan shaft is broken. Unfortunately, the lot number is unknown which makes it impossible to check the manufacturing and raw material documents. All of the material has not been received, therefore all components to this article, adapted on this. It is likely that exceeding applied mechanical force led to the breakage of the tip. Based on the received components and information provided, the exact root cause cannot be determined. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that there was an acdf procedure. The tip of screwdriver snapped off while inserting a screw. The tip fell into the patient but was successfully retrieved. Another instrument was used to complete the surgery. There was no delay in surgery or adverse event. This report is 1 of 1 for (B)(4).